Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged latch roller. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. Visual inspection and functional testing were performed. The damaged latch roller was identified during visual inspection. The cause of the condition was undetermined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.